Event description:
The patient stated his blood glucose dropped so low that he was incoherent in 2007. He stated that his niece entered the room at 5:30pm and he was "out of it" and was not responding, when she tried to wake him. After she was able to get him to respond, she checked his blood glucose and it measured 69 mg/dl. A normal blood glucose reading for the patient is 150 mg/dl. His symptoms were "freezing", cold sweat, and his skin turned very white. The patient's niece gave him an orange and chocolate and the patient then ate a sandwich. His blood glucose then elevated to 110 mg/dl. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.